Event description:
It was reported that the patient was being treated for an abdominal aortic aneurysm and was implanted with gore? Excluder? Aaa endoprosthesis. All devices were successfully implanted. Final angioplasty was performed on the left common iliac artery. An equalizer 33mm balloon by boston scientific was placed partially outside of the excluder? Limb and the left common iliac artery was ruptured. The patient was converted to open surgery and the area was patched. The patient tolerated the procedure and was transferred to the intensive care unit (ICU) and is reported to be doing fine. N/a. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)